Event description:
Burning sensation in the mouth; I have a CPAP mask with a cushion on it. I have been woke up because it felt like someone put a match to my mouth. I had touched it with my tongue during my sleep and felt like it was burning. This had happened several times. It was a weird sensation, the kind that you don't want to happened. Not only could I feel the burning in my mouth but I could smell it too. It would also leave a "flim" in my mouth. Q+. Please what ever you do take this off the market. FDA safety report ID# (B)(4).